Event description:
In 2006, the pt underwent cardiac catheterization, which demonstrated in-cypher restenosis of previously placed stent in the left circumflex. In 2005, the above pt was consented and enrolled received a single cypher stent to the left anterior descending (lad) artery. In 2006, the pt underwent cardiac catheterization, which demonstrated in-cypher restenosis of previously placed left circumflex stent and de novo lesion of an obtuse marginal branch. The pt was treated with a single taxus stent in the circumflex and a single cypher in the obtuse marginal due to inability to pass a taxus stent to this side branch. Of note, the target vessel was patent at this time. The pt was admitted for overnight observation and discharged the following morning in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.